Event description:
I just started using a medtronic 722 insulin pump with a continuous glucose monitoring system. The problem is with the sensor transmitter, it is made of some kind of plastic that gives off some kind of gas or something that burns the skin. You wear this for two to three days then move it to another site to start another burn. This does not take long to do, maybe an hour. I'm sure the company is aware of the problem, the literature they put out on how to use it, all refer to a "sandwich method" of taping around the sensor and transmitter. I called the help line and was told the same thing, but I thought at the time, it was the tape on the sensor that was the cause of the burns. I have had two or three of the transmitters on me. My doctor had tried twice before I received my kit, to get readings with the office units and I was burnt by them too. I can't be the only one to have this problem, I think that minimed or medtronic should replace all of the transmitters with something that doesn't burn people. Dates of use: 2009. Diagnosis or reason for use: I've been a diabetic since the fall of 1953.